Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 550 mg/dl and 110 mg/dl. 400 mg/dl and 135 mg/dl. 430 mg/dl and 135 mg/dl; professional meter returned as 132 mg/dl the comparisons were performed on different dates. Customer administered unspecified insulin based on low values. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The lay user/pt contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.